Event description:
Pt receiving stereotactic radiosurgery arc 4.1 not treated due to linac fault which could not be cleared. The prescription dose to isocenter # was 20 gy. The actual dose delivered was 160cgy. This dose is within the therapeutic range of effective dose. The machine rotated clockwise instead of counterclockwise.